Manufacturer narrative:
The suspected device was returned for evaluation. The event history log was reviewed and there were no errors related to the customer complaint. The device was visually inspected and found upstream occlusion (uso) seal buckling and downstream occlusion (dso) seal cracked. The customer reported issue was not confirmed. Replaced the dso and uso seal to correct the issue. Calibrated the downstream occlusion (dso) sensor. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
It was reporting that the pump failed the volume test, with recorded values of 21.47, 21.33, and 21.48 during testing. Upon evaluation, the downstream occlusion (dso) seal was found to be cracked. This condition may lead to improper occlusion detection and could allow fluid ingress into the pump. There was no patient involved and no patient harm.